Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level has been 289 mg/dl and at the time of incident high blood glucose was 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced nausea and fatigue. Auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. Customer was alleging possible insulin pump under delivery. Customer declined to test insulin pump. Customer stated that self test was passed and displacement verification was also passed. . The devices will not be returned for analysis.